Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter and a non-bsc guidewire. A visual inspection revealed numerous kinks to the hypotube of the device. The wire was returned within the device and was found to be froze, and the distal portion of the balloon was prolapsed and bunched. A microscopic inspection revealed that at 3mm distal to the bicomponent weld, for a length of 9mm, the guidewire lumen was stretched. There was contrast present in the inflation lumen and the loosely folded balloon, and there was blood in the guidewire lumen. A dimensional inspection revealed the exposed and undamaged portion of the non-bsc guidewire was measured with a laser micrometer to measure the outer diameter which was 0.0135" making the guidewire of compatible use according to instructions for use. Product analysis confirmed the reported event as there was no movement of the returned wire within the device. The reported no cross in the lesion could not be confirmed as the clinical circumstances could not be replicated.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery (rca). A 3.00 mm x 15mm emerge balloon catheter was selected for percutaneous coronary intervention procedure. The emerge balloon advanced but failed to cross the lesion. After a guidezilla was inserted, a balloon was reinserted and inflated without issue. Then, intravascular ultrasound (ivus) and non-boston scientific (bsc) intravascular lithotripsy (ivl) were inserted, but the devices failed to cross the lesion. The balloon was reinserted however unable to cross the lesion and the device got stuck with a non-bsc guidewire. Upon removal, the balloon and the non-bsc guidewire came out of the body together. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery (rca). A 3.00 mm x 15mm emerge balloon catheter was selected for percutaneous coronary intervention procedure. The emerge balloon advanced but failed to cross the lesion. After a guidezilla was inserted, a balloon was reinserted and inflated without issue. Then, intravascular ultrasound (ivus) and non-boston scientific (bsc) intravascular lithotripsy (ivl) were inserted, but the devices failed to cross the lesion. The balloon was reinserted however unable to cross the lesion and the device got stuck with a non-bsc guidewire. Upon removal, the balloon and the non-bsc guidewire came out of the body together. The procedure was completed with another of the same device. There were no patient complications reported.